Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pockets were not detected on the bus. The field service engineer (fse) found row b in drawer 3-1 was not functioning. The fse inspected the drawer and found a piece of foil obstructing the contact pins. The foil was removed. The pockets were then recovered and tested using the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pockets were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.